Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer cribiform septal occluder was implanted successfully. There was no clinically significant delay or patient consequences. The patient remained hemodynamically stable throughout the procedure. The patent foramen ovale (pfo) was normal morphology but very aneurysmal septum. Sizing was determined via transesophageal echocardiogram (tee). The patent foramen ovale (pfo) was interrogated but not measured or sized. On 13 december 2023 during a six week follow up appointment, the implanted cribiform septal occluder was found to be detached and embolized via x-ray and transesophageal echocardiogram (tee). The device is sitting vertically right below the superior mesenteric artery. No blockage of blood flow was observed. There were no observed symptoms due to the embolization. On (B)(6) 2023, the embolized device was retrieved using a 15mm snare procedure without issue.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. Reportedly, the implanted cribiform septal occluder was found to be detached and embolized via x-ray and transesophageal echocardiogram (tee). The device is sitting vertically right below the superior mesenteric artery. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.